Event description:
Failure to drain: customer reports that device failed to drain due to clogg at the anti-reflux valve. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident once medical device family initially reported assuming incident could recur.